Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). A left atrial appendage (laa) closure procedure was performed and there was successful placement of a 20 mm watchman flx device with complete laa seal and deployed device diameter of 17.0 mm. Prior to the procedure aspirin and apixaban were administered. Post-implant transesophageal echocardiogram revealed a pericardial effusion which was caused by the implant procedure and a left to right atrial shunt of greater than 3mm in size. No additional information is known.